Event description:
It was reported that during an open colon procedure, the device was not working correctly. There was a problem with the min/max button. It would not activate intermittently. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.